Manufacturer narrative:
Corrected data device code 2923: lens rotation. (B)(4).

Manufacturer narrative:
Corrected data: event: lens repositioning was also attempted. Device code: 2923 lens rotation in previous MDR is not applicable. (B)(4).

Manufacturer narrative:
The reporter indicated that a 13.2mm, tmicl13.2, -11.00/2.0/068 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2019. The lens was removed and replaced within the same surgery due to lens tear/break during injection/delivery into the eye. No patient injury was reported. In the reporters opinion the cause of the event was user error. It was reported that the replacement lens resolved the issue. Claim#: (B)(4).

Manufacturer narrative:
Lens was returned dry ,in cartridge case. Visual inspection found residue on lens surface and a torn haptic. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
Received a damaged 13.2mm , tmicl13.2, -11.0/2.0/068 (sphere/cylinder/axis), implantable collamer lens with no reported patient injury. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.